Event description:
Report received of a nondelivery. During testing at the user facility, there was no delivery by the device and no alarm occurred for nondelivery. Delivery accuracy specification for this device is +/- 1.2ml from the flowsheet value for this procedure. There were no reported adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.